Event description:
The customer states the cell-dyn 1800 generated a low hemoglobin result of 7.2 g/dl on one patient. The sample was repeated using another test method hemocue (only analyzers hemoglobin) and the result was 11.2 g/dl. The higher hemoglobin result (11.2 g/dl) was reported out of the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
The cell-dyn 1800 analyzer generated a low hemoglobin (hgb) result on one patient. The sample was in a microtainer and there was insufficient sample to repeat on the cell-dyn 1800. The sample was taken several minutes before running. Controls were in range before running and no other patient results have been low. A customer technical advocate (cta) while performing troubleshooting, discovered the controls out of range low on some parameters. Controls were repeated and were in range. The cta requested the customer to perform a precision. The precision run was out of specification: wbc=4.1*(<=2.5); rbc=3.8* (<=1.7); hbg=4.0*(<=1.2); mcv=0.3 (<=1.5); plt=4.0 (<=6.0). Field service was requested. A field service representative (fsr) visited in 2008, and found the hgb flow cell out of specification. Three parts were replaced - a circuit board, the wbc transducer and the hgb flowcell. Controls were run and within range. The instrument was performing to specification. The cell-dyn1800 printout for the patient showed dispersional data alerts for 3 of the 4 measured parameters (rbc, hgb, plt). The cell-dyn system 1800 operator's manual, 07h80-01, rev d, recommends: a result that falls outside a laboratory action limit can aso indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review or notifying the physician (p. 3-25). A troubleshooting guide is provided on pages 10-11 to 10-13. On page 10-41 issues with the hgb lamp or an electrical malfunction may be related to spuriously low hgb, mch, mchc. A review of the complaints for 2007 through 2008, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for issues with low hgb results. There was no systemic issue. Conclusion: the device involved for the issue was evaluated. The device was out of specification in a manner that relates to the event. Service resolved the issue by replacing the parts and performing verification testing. This is a final report.